Event description:
The neotrend-l sensor had been in the pt for 7 days and correlated well with the abg analyzed on a benchtop analyzer. The doctor noticed a sudden drop in the ph indicated on the trendcare monitor. This was treated immediately with a large bolus of bicarb. An abg was taken and found subsequently not to agree with the trendcare system. It did not show a drop in ph and the results indicated that no medical intervention was required. The sensor was investigated and found not to be at the correct insertion depth. The pt had not been moved and the sensor had not been touched. Both clamps were in the locked position, the rear clamp being fully tightened. The sensor was 1-1.5 cm short of the insertion depth required. The monitor had not alarmed. The doctor stated he would have expected the monitor to give a warning that the sensor was in flush. The sensor was re-inserted, and gave measurements that appeared to correlate with the abg machine. No death or injury occurred.